Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication it was learned that no service intervention was conducted on-site, as the hospital¿s biomed was supported remotely to resolve the issue. The biomed department fully drained and refilled the tanks, after which the error did not reoccur. The system was returned to full working order, after performing all the functional tests. A review of the device¿s service history indicated that the system was manufactured in 2016 and that one previous instance of the same error was reported to livanova in 2021. Based on the collected information, it is unlikely that a component failure caused the issue. Indeed, the fact that the issue was resolved without replacing any components suggests that the problem was not caused by a hardware failure. The most plausible explanation is that the error was triggered by an operational or environmental factor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova deutschland received a report of a 3t heater/cooler displaying an error message e05. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in us. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.